Event description:
Enseal device not properly functioning. No harm. Different device used. Procedure staff indicated that the device, "didn't seem to seal" and that the pt continued bleeding. A new device was obtained and worked successfully. No harm to the pt. FDA safety report ID# (B)(4).